Event description:
A cartridge alarm was reported by the customer, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer was informed that they would receive a replacement pump with updated software and advised to use multiple daily injections as a backup therapy until the new pump arrived. Instructions were given to return the problematic pump to tandem using the provided return box and label, with the customer acknowledging and understanding all guidance.